Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, green particles, linear smooth opening in a crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a smooth crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.